Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient reported affected hearing performance with the device. During a routine fitting in 2021, affected channels were seen but the hearing performance was initially not affected. After one year of monitoring the hearing performance was severely affected. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
During a routine fitting in 2021, affected channels were seen but the hearing performance was initially not affected. After one year of monitoring the hearing performance was severely affected. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
During a routine fitting in 2021, affected channels were seen but the hearing performance was initially not affected. After one year of monitoring the hearing performance was severely affected. The user was re-implanted.